Event description:
Health professional reported two weeks after treatment with juvederm ultra in the "midface and tear trough region" patient developed "puffy eyes." During a follow-up visit for additional treatment with juvederm ultra the patient reported that they had been prescribed antibiotics for a "tooth abscess." It is not known how the antibiotics were given or if the "tooth abscess" is related to the juvederm treatment. Further follow-up is being conducted to gather additional information. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Medwatch report # 3005113652-201-00107 documents the event that occurred during the follow-up treatment juvederm ultra treatment involving the same patient.